Manufacturer narrative:
As the lead will not be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with high out of range pacing impedance measurements and it was suspected to have fractured. A revision was performed and the ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.